Event description:
It was reported patient underwent a right total knee arthroplasty in 1994. Subsequently, patient was revised on (B)(6) 2015 due to poly wear. All components were removed and replaced.

Event description:
It was reported patient underwent a right total knee arthroplasty in 1994. Subsequently, patient was revised on (B)(6) 2015 due to poly wear. During the procedure, a loose femoral component was noted. All components were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - 1994. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown.